Event description:
Report rec'd from abbott international affiliate (abbott germany) that states: "in the case of two pts, too low arterial pressures had been measured on the arterial radialis. The values were 20-30 mmhg less than the blood pressure according to "rr" measured afterwards. On the basis of these, obviously wrong values, both pts had been treated with katediolamine in high doses." No additional info was available.